Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer was performing correlation study on a new reagent lot using patient samples. All samples correlated well except for one patient sample. The cause of the discordant, falsely low calcitonin result on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue. The instrument is performing within manufacturing specifications.

Event description:
A discordant, falsely low calcitonin result was obtained on one patient sample on an immulite 2000 instrument. The discordant result was reported to the physician(s). The customer noted a discrepancy between the initial result and a repeat when performing a correlation study with a new reagent lot. Upon repeat testing on the same instrument with a new reagent lot, the patient sample resulted above the analytical reference range. The customer performed various dilutions on the patient sample on the same instrument, all resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcitonin result.

Manufacturer narrative:
The initial MDR 2247117-2016-00054 was filed on september 02, 2016. Two of the siemens regional support center (rsc) specialists were dispatched to the customer site. The rsc specialists evaluated the instrument and instrument data and did not find any malfunction. The rsc specialists also performed precision testing, which were acceptable. The cause of the discordant, falsely low calcitonin result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of device is needed.